Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant and was surgically abandoned for an unknown reason. The lead was never in service. No adverse patient effects were reported.